Event description:
It was reported that the patient presented to clinic with a device exhibiting post sensed t-wave oversensing. An episode of inappropriate mode switching was also noted. The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.